Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 258mg/dl and a manual injection was administered to address the bg level. A new cartridge was loaded and the pump performed as intended. Reportedly, the customer wears their pump against their skin which may lead to an abrupt temperature change to the pump. Tandem technical support recommended the customer to wear their pump in a case to prevent abrupt temperature changes to the pump. The customer was to perform a supply change to address the occlusion alarm.